Event description:
Boston scientific received information that this transvenous defibrillation lead exhibited increased shock impedance measurements; however, no measurements were out of range and there was no noise observed on the lead. Increased thresholds were later noted. Boston scientific technical services (ts) discussed several troubleshooting options. Additional information was provided that the shock impedances steadily increased to greater than 125 ohms; therefore, a lead revision was performed. During the procedure, the lead was extracted, and replaced. No adverse patient effects were reported. The lead was later returned for analysis.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, the lead was returned severed 12.6 centimeters (cm) from the is-1 terminal pin; the entire lead body was returned. Setscrew marks were noted on all terminal connectors. Resistance and pressure tests were completed to assess the electrical performance and insulation integrity of the lead. Measurements throughout these tests were within normal limits on the proximal segment of the lead. Resistance and pressure testing were not completed on the distal segment of the lead due to an extracting stylet that was returned inside the lead. An x-ray was performed and revealed no fractures of this lead segment. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis of the returned lead segments did not reveal any abnormalities.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.